Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding major was not determined since product was not returned and there is a lack of clinical details.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 54-year-old female of unknown race in non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient experienced access site bleeding and developed a hematoma, which led to the heparin to be discontinued. It was further reported that at the conclusion of the insertion of the impella part of the graft was left outside of the body and gauze and tegaderm was applied. The decision was made to withdraw care and the patient expired. Per medical safety officer review there is not enough information to associate use of device with outcome.